Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: the needle portion of the IV catheter appears to have punctured the IV catheter shaft. Additional info from customer: what is the number of defective products found? One. Is there any serious injury or adverse event occurred? No. Are you able to provide sample to bd for investigation? If yes, please provide mailing address. No - product disposed of.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: received three photos of a 22ga x 1.00in. Insyte autoguard bc winged unit. One of the photos displays the needle piercing through the center of the catheter tubing. There appears to be media, indicating usage. The adapter is also not seated on the needle hub, the catheter adapter appears to have been advanced slightly off the cannula. The reported defect was confirmed. This defect may occur during manufacturing. While the adapter is loaded onto the grip assembly, the adapter is placed to pre-seat tooling. Incorrect equipment settings may cause the catheter to get damaged or the needle to spear through the catheter tubing. A 100% vision system, challenge sample, and visual inspections per quality control plans are in place to mitigate the occurrence of this defect. Another possibility is that this occurred during client use. This defect may occur if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing while the tubing is in the vein. Since there is media present, this defect most likely occurred during use. If this defect had occurred during manufacturing, the needle would have been piercing the catheter upon opening of the package and the clinician would not have used it. Investigation conclusion(s): the defect of ¿needle through catheter¿ was confirmed. Probable root cause(s): user error. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.